Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging an inaccurate high reading of "20.3 mmol/l" (365 mg/dl) compared to "12.3 mmol/l" (221 mg/dl). The patient manages her diabetes with self adjusting insulin. Based on the reported issue, the patient did not take any action in regards to diabetes management. However, she reported administered self treatment with insulin at the time of concern. The patient did not develop any symptoms at the time of concern that would suggest a serious injury. During troubleshooting, the patient confirmed the readings were performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient did not have any control solution to perform a quality test. The test strips were within the discard date. This complaint is being reported due to the alleged inaccurate high issue. The patient did not have any symptoms or required hcp medical intervention that would suggest a serious injury. The products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 3 ¿ (07/31/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (05/20/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 4/30/2013 with the following finding: the test strip passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).